Event description:
It was reported that the pump touch screen was unresponsive. Customer was not using pump for insulin therapy; therefore, customer's blood glucose was not impacted. Customer would continue to use manual injections for insulin therapy.